Event description:
The user reported that the unit had stopped working. Our investigation found a 1/4" diameter burn hole in the pad cover. The source of the burn was a broken thermostat terminal.

Manufacturer narrative:
The user reported that the unit had stopped working. Our investigation found a 1/4" dia burn hole in the pad cover. The source of the burn was a broken thermostat terminal. Thermostat terminals can break when an excessive force is applied directly to the terminal. This does not happen during normal operation per our instructions. We have enacted a CAPA project ((B)(4)) to prevent recurrence of this issue.